Event description:
The customer reported that they were unable to deploy the first collagen plug due to the sheath kinking. Upon pressure placed on deployment plunger, sheath separation from hub occurred with vasoseal product. Sheath retrieved from subcutaneous tissue. Manual compression applied. No adverse effects, no further complications were reported, pt was discharged.